Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of meter not working properly (erratic blood results). One hour prior to complaint call, the patient's blood result was 424 mg/dl. During the complaint call the patient ran another blood test and got a result of 120mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's misunderstanding of erratic results.

Event description:
Consumer complaint of meter not working properly (erratic blood results). One hour prior to complaint call, the patient's blood result was 424mg/dl. During the complaint call the patient ran another blood test and got a result of 120mg/dl. No adverse event reported.